Event description:
The customer reported the system locks up and they are unable to scroll through patients. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. (B) (4).